Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was charging the device more than expected. The pt charged every day, for one hour. The recharger estimated that the remaining battery life was two and one-half days. There were low impedance values found on all of the bipolar pairs with electrodes 8-11. All measurements were between 59 and 65 ohms. The pt experienced a loss of therapeutic effect. It was later reported that the pt's extension was discovered to be damaged, based on the low impedance readings. The extension was replaced. The pt did not report any other symptoms. No info was provided related to the pt's outcome. A follow-up report will be sent if additional info becomes available.